Event description:
It was reported that the ilet pump intermittently stopped charging on the pad after a few minutes despite a solid green indicator, and the issue persisted with a replacement charging pad, leading to shipment of a replacement pump; the patient was advised on backup therapy, pump shutdown, data not transferring to the replacement, and continued cgm use. Symptoms included no reported adverse clinical effects and blood glucose was unaffected. Outcomes included device replacement and arrangement for return of the original unit. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.